Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device was down for preventive maintenance (pm) and would not go into settings. There was no patient involvement at the time the issue was discovered as the issue occurred during pm. The biomedical engineer (bme) called technical support to report that the device was down for preventive maintenance (pm) and would not go into settings. The bme pressed on the check mark and attempted to power on the device in service mode, but the device was not going to service mode. The remote service engineer (rse) informed the bme that per the service manual, the manufacturer repair recommendation was to replace the switch printed circuit board assembly (pcba). The rse provided the bme with the part identification (ID) of the switch pcba for repair upon request. The investigation is ongoing.

Manufacturer narrative:
The biomedical engineer (bme) called technical support to report that the device was down for preventive maintenance (pm) and would not go into settings-- the bme pressed on the check mark and attempted to power on the device in service mode, but the device was not going to service mode. The remote service engineer (rse) informed the bme that per the service manual, the manufacturer repair recommendation was to replace the switch printed circuit board assembly (pcba). The rse provided the bme with the part identification (ID) of the switch pcba for repair upon request. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme.